Manufacturer narrative:
A ge representative evaluated the system and repaired the rotation stop limit and repaired the monitor wiring. System operates as intended.

Event description:
Customer reported the system intermittently will not x-ray. No patient injury was reported.